Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at .24 mg/day) via an implanted pump. The indication for pump use was spinal pain, non-malignant pain, and other non-malignant pain. On (B)(6) 2019 it was reported that the catheter anchor was broken. No patient symptoms were reported. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿tear due to bone contact¿. The diagnostic/troubleshooting performed was a dye study (date not provided). The entire catheter was replaced. The issue was resolved. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.